Event description:
A patient was admitted for a planned orthopedic surgery and an external fixator was applied to the right lower extremity. The patient was assisted up in a wheelchair by staff. Later the patient indicated she was ready to go back to bed and staff began to assist. During the transfer the patient lost her gait. A staff member grabbed the "sit and stand" to help with transfer. Once the lift was set up, the shin guard portion of the foot plate was in the way of the external fixator on her right leg. The shin guard was removed. The patient was unable to stand and perform the transfer and was guided to the floor. Once on the floor the patient complained of pain. The staff noted that she had fallen on a portion of the lift equipment. The patient was moved off the equipment and assisted back to bed with a full lift. A physician quickly came to evaluate. The patient sustained a significant injury to her abdomen requiring surgical intervention for treatment of her wound.====================== health professional's impression======================the patient fell on top of the bar that would hold the shin guard causing significant injury.